Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: data files and console part, patient board cable 11000-s126 with serial number (B)(4), were returned and analyzed. Investigation also included review of the field service engineering medical equipment inspection form (meif). Data files confirmed a system notice was received indicating that the system detected an electrical component failure. (Notice 50002). The console, (B)(4), was not returned for investigation, still in use. The meif reveals that the field service engineer powered on the console and did not encounter any system notices. A review of the failure files on the unit verified the receipt of system notices indicating that the system detected an electrical component failure (50002). Entered into the temperature calibration program and observed that the high, mid, and low reference values were within tolerance. The tip temperatures were all out of tolerance. A temperature calibration was performed with one of the auto connection boxes and high tip values were again received. The auto-connection box was replaced the same tip temperatures were observed. The patient board and cable in the unit were replaced and all calibrations were acceptable. The returned patient board cables visual inspection showed the cable was intact with no apparent issues. The cable was assembled to a test patient board in the test console. The console was rebooted without any error or power-up codes. Upon connecting to a test catheter, a system notice was received indicating that the system did not recognize the catheter (notice 12211). In conclusion, the reported system notice 12211 ¿the system does not recognize the catheter¿ issue has been confirmed through testing. The patient board cable failed the returned product inspection due to a loose wire. For the console (B)(4), the replacement of patient board and its cable resolved the issue. Console (B)(4) failed the in-field inspection due to a defective patient board cable. (B)(4).

Event description:
It was reported that during a cryo ablation procedure a system notice indicating the system has detected an electrical component failure has occurred and the temperature did not exceed forty two degrees fahrenheit. The electrical umbilical was disconnected and reconnected and after one more successful freeze application the system notice recurred. The auto connection box was then replaced. After a few more successful freezes a system notice indicating the system does not recognize the catheter occurred. The catheter was replaced and the procedure was completed with cryo. The console was subsequently serviced and the console part tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.